Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 178 patients who underwent a concomitant atrial fibrillation (af) ablation and left atrial appendage (laa) closure procedure where watchman closure devices and watchman flx closure devices were implanted during the time frame of june 2015 through august 2021. Pulmonary vein isolation was achieved in all patients and non-boston scientific (bsc) devices were used for the af ablation procedures. It was reported that out of 178 patients, the following serious injuries occurred: 2 strokes, 3 transient ischemic attacks, 2 device related thrombus, 2 cardiac perforation/cardiac tamponade requiring surgical intervention, 5 pericarditis, 4 minor leaks less than or equal to 5mm, 2 device tilting/migration without dislodgement, 1 deep vein thrombosis, and 1 pulmonary embolism. Literature citation: alzahrani, a et al (december 2024) outcomes of concomitant atrial fibrillation ablation and left atrial appendage closure - a retrospective single-center experience. 3 (12). Journal of the american college of cardiology.

Manufacturer narrative:
B3: event date estimated as the procedure dates ranged from june 2015 to august 2021 per journal article.

Manufacturer narrative:
Detailed product information was not provided to bsc as this event was received via a journal article and encompasses multiple devices. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. The literature article contains medical media which has already been reviewed by authors of the publication and does not require further review by either bsc medical safety or watchman medical media subject matter experts (smes). B3: event date estimated as the procedure dates ranged from (B)(6) 2015 to (B)(6) 2021 per journal article. H6: code added: analysis of data provided by user/third party. Literature citation: alzahrani, a et al (december 2024) outcomes of concomitant atrial fibrillation ablation and left atrial appendage closure - a retrospective single-center experience. 3 (12). Journal of the american college of cardiology.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 178 patients who underwent a concomitant atrial fibrillation (af) ablation and left atrial appendage (laa) closure procedure where watchman closure devices and watchman flx closure devices were implanted during the time frame of june 2015 through august 2021. Pulmonary vein isolation was achieved in all patients and non-boston scientific (bsc) devices were used for the af ablation procedures. It was reported that out of 178 patients, the following serious injuries occurred: 2 strokes, 3 transient ischemic attacks, 2 device related thrombus, 2 cardiac perforation/cardiac tamponade requiring surgical intervention, 5 pericarditis, 4 minor leaks less than or equal to 5mm, 2 device tilting/migration without dislodgement, 1 deep vein thrombosis, and 1 pulmonary embolism.

Manufacturer narrative:
H6: device code added: migration. B3: event date estimated as the procedure dates ranged from june 2015 to august 2021 per journal article. Literature citation: alzahrani, a et al (december 2024) outcomes of concomitant atrial fibrillation ablation and left atrial appendage closure - a retrospective single-center experience. 3 (12). Journal of the american college of cardiology.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 178 patients who underwent a concomitant atrial fibrillation (af) ablation and left atrial appendage (laa) closure procedure where watchman closure devices and watchman flx closure devices were implanted during the time frame of june 2015 through august 2021. Pulmonary vein isolation was achieved in all patients and non-boston scientific (bsc) devices were used for the af ablation procedures. It was reported that out of 178 patients, the following serious injuries occurred: 2 strokes, 3 transient ischemic attacks, 2 device related thrombus, 2 cardiac perforation/cardiac tamponade requiring surgical intervention, 5 pericarditis, 4 minor leaks less than or equal to 5mm, 2 device tilting/migration without dislodgement, 1 deep vein thrombosis, and 1 pulmonary embolism.